Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Device history record: the device history record (DHR) for finished goods lot 2005002 was reviewed, no anomalies were found, and all manufacturing related process steps were followed and documented per listed instructions and current good manufacturing practices. Surgimend (product ID 606-907-001) was returned for evaluation. Failure analysis on the returned product sample cannot be performed due to the state of the device. The hydrated device cannot be analyzed due to the structural changes caused by hydration and time lapse during transit. Furthermore, the returned device was torn. Root cause is undetermined.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgimend was removed from the sterile packaging and soaked in saline solution at room temperature and when stretched, it was friable and torn easily. No patient contact/injury reported; however, there was a surgical delay of 30 minutes due to product issue. The procedure was completed with a replacement product without any issue.